Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The pcoip has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the pcoip regularly cycled on the camera cart of the navigation system without prompt from the user. It was reported that the monitor display would then match the main cart and function as designed without prompt. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.